Manufacturer narrative:
Conclusion code: the reporter confirmed that the doctor made a mistake when writing lens power and pre-op k values in the os in the ocos form. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.5/+2/167 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise. Doctor is monitoring the patient status. As of the date of MDR submission, the lens remains implanted.

Manufacturer narrative:
Conclusion code: the reporter confirmed that the doctor made a mistake when writing lens power and pre-op k values in the os in the ocos form. (B)(4).

Manufacturer narrative:
Conclusion code: the reporter confirmed that the doctor made a mistake when writing lens power and pre-op k values in the os in the ocos form. (B)(4).